Event description:
The customer reported the will aim pro xenon light source main lamp fails to light up; however, the emergency lights work as normal. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, high brightness motor fatigue and burnt heat sink shaft were observed. The root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction (main lamp fails to light up) was unable to be reproduced. However, it¿s likely the lamp was not locked to the lamp house. As a result, contact became unstable and contact resistance increased. This resulted in generating a current higher than expectation which caused the heat sink axis to burn and the contact failure became more distinguished. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during an intranasal observation procedure. A similar device was used to complete the operation.